Event description:
The user facility reported that the distal portion of the introducer sheath became separated during removal of the guidewire during an ep ablation procedure. Additional info that was provided by the user facility included the following: a vascular surgeon was called in and performed as cut down procedure; the detached distal portion of the sheath was successfully removed with no further complications; however, the original ep ablation procedure was cancelled.

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. (B)(4). Results - is based upon evaluation of user facility info and returned sample. Conclusions - is based upon evaluation of user facility info and returned sample. The failure investigation was based on assessment of user facility info and returned sample. Visual examination of the returned sample confirmed that the sheath tubing had been damaged and then torn to fully separate into 2 pieces just distal to the hub. The lot number of the involved device is not known so, inspection and testing of specific retained samples or quality records was not possible. A review of complaint records for this product confirmed no similar reports in the last 2-years. Although the cause of the reported event cannot be definitively determined, the available info is most consistent with the sheath having been damaged by contact with a sharp instrument, and then torn into 2 pieces as a result of continued attempts to withdraw the device against resistance. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating. "Advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.